Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely due to the buckling of the terminal inside the video connector socket, causing a malfunction phenomenon. It is inferred that terminal buckling was caused by the scope used in the combination and occurred in the following order: ·when inserting the scope connector into the video connector socket of otv-s190, the missing part of the scope connector tip was caught by the terminal inside the video connector socket of otv-s190. ·the terminal inside the video connector socket of otv-s190 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. This issue is addressed in the instructions for use (IFU): "confirm that the video connector of the videoscope are not damaged."

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: there is a bent pin inside the video connector. The user's report of no image when connected to cyf-vh scopes is confirmed, there was no image due to bent pin inside video connector. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing a visera elite video system center for a procedure, it was found to have no image when connected to cfy-vh scopes. There was no patient impact related to this occurrence.